Manufacturer narrative:
The insulin pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was having battery issue. Customer was calling back after completing previous troubleshooting. The customer stated they have been getting a low battery alert that led to replace battery now alarm. Customer has been changing the battery multiple times in the last 5 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.